Event description:
Same case as MFR# 2134265-2011-02190. It was reported that during a stenting treatment procedure a stent dislodgment occurred. The 90% stenosed lesion was located in a calcified and moderately tortuous proximal right coronary to mid right coronary artery (rca). Radial approach was obtained. The lesion was predilated with a non bsc balloon. The physician attempted to implant the taxus liberte 3.0x38mm stent in the mid rca, however it was unable to cross the curved location of the proximal rca. The stent was implanted in the proximal rca. It was post dilated with non bsc balloons. The physician attempted to implant the taxus liberte 3.5x38mm stent in the mid rca, however he felt severe resistance while the device was crossing the 3.0x38mm stent implanted location. The 3.5x38mm stent became stuck during withdrawal. The physician pulled the device and the stent dislodged from the system. He tried retrieving the dislodged stent with a snare and was unable to and then he was unable to remove the snare. After 4-5 hours the physician performed a thoracotomy. He pulled a non bsc guiding catheter together with the snare. The 3.0x38mm and 3.5x38 stents were free from the artery. The stents became entwined with each other. He pulled these devices to the introducer sheath. Eventually these devices were surgically retrieved from the patient. The patient's status is listed as improved.

Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: visual and microscopic examination showed the received stent(s) were stretched, twisted and bunched together. A portion of an unidentified guidewire was entangled throughout the stent(s) and snare. Due to the received condition of the devices, it was not possible to determine if there were one or more stents or if they were bsc products. The investigation could not determine if the stents were intact, however a thorough microscopic examination did not reveal any evidence of fractured struts. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Same case as MFR# 2134265-2011-02190. It was reported that during a stenting treatment procedure a stent dislodgment occurred. The 90% stenosed lesion was located in a calcified and moderately tortuous proximal right coronary to mid right coronary artery (rca). Radial approach was obtained. The lesion was predilated with a non bsc balloon. The physician attempted to implant the taxus liberte 3.0x38mm stent in the mid rca, however it was unable to cross the curved location of the proximal rca. The stent was implanted in the proximal rca. It was post dilated with non bsc balloons. The physician attempted to implant the taxus liberte 3.5x38mm stent in the mid rca, however he felt severe resistance while the device was crossing the 3.0x38mm stent implanted location. The 3.5x38mm stent became stuck during withdrawal. The physician pulled the device and the stent dislodged from the system. He tried retrieving the dislodged stent with a snare and was unable to and then he was unable to remove the snare. After 4-5 hours the physician performed a thoracotomy. He pulled a non bsc guiding catheter together with the snare. The 3.0x38mm and 3.5x38 stents were free from the artery. The stents became entwined with each other. He pulled these devices to the introducer sheath. Eventually these devices were surgically retrieved from the patient. The patient's status is listed as improved.